Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller stated that they were having issues with the stimulation therapy. The caller stated that the stimulation was not helping with their symptoms as well as it used to. The caller added that every morning when they got up, it acted like it was not working, and they had to turn it on; normally in a couple hours it would work and the pain went away, but in light of that it was "not doing nothing". The caller mentioned that they had been having pain in their left leg from the hip down, and it was throbbing and hurting "like it ain't right". The agent walked the caller through checking their settings. The caller confirmed they were on group c. The caller switched to group a and increased the intensity on all 4 programs. The patient was redirected to their healthcare provider to further address the issue.